Event description:
It was reported that the patient underwent a spinal surgical procedure from t12-l2 to treat a traumatic burst fracture at l1 with a vertebroplasty. The patient came back to the hospital with pain, and radiography revealed right l2 screw fracture approximately 7 months post-op. The patient underwent a removal surgery 1 month later. The broken portions of the screws could not be removed from bone. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a nonconformance to specification.

Manufacturer narrative:
Visually confirmed both mas broken approx. 4-6 threads from the start of the bone screw thread. No localized material damage identified to bone screw thread that could contribute to potential crack propagation. Microscopic examination of fracture surface reveal a relatively flat fracture surface with fine progressive striations, which are indicative of cyclic fatigue. Also noted is ratchet mark at the area of origin. Dimensional inspection of the bone screw confirms conformance to relevant print specifications. After visual, optical, and dimensional evaluation, the above observations are consistent with anticipated wear due to fatigue.